Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced fluctuating glucose levels while using the ilet, including a documented low in the 30s that was treated with candy, juice, and cake, followed by hyperglycemia up to approximately 450 attributed to overtreatment; the user stopped using the pump and requested to return it. Symptoms included nausea and headache associated with the hypoglycemic event. Outcomes included low and high glucose readings without hospitalization. Investigation included a review of troubleshooting and education that had been completed. Investigation of this case revealed no device malfunction identified and an unclear cause of the hypoglycemia and subsequent hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.